Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving dilaudid [10 mg/ml] at an unknown rate via intrathecal drug delivery pump. It was reported that that symptoms started on (B)(6) 2017, including withdrawal, sniffles, and stomach cramps. It was also reported that their legs can't stop moving when this happens. Their lower back pain also increased. The pump logs read and showed no abnormal alarms or alerts. The reservoir volume was 2.2 milliliter (ml) per pump. Upon attempted aspiration the physician unable to draw any medication from the reservoir. He then injected 5 cc's of preservative free normal saline solution (pfnss) and withdrew the same amount. During procedure the physician removed tubing while needle in reservoir. The physician decided he could aspirate any air that got into the pump. He went on to complete the refill with 19.5 ml 10 mg/ml dilaudid. It was believed the pump was dry and that is why the patient was symptomatic. No dye study was scheduled as a result. The refill was completed and there were no further complications reported/anticipated.